Event description:
Customer reported that the pump screen was dark and would not turn on. Blood glucose level was within the range of 54-500 mg/dl, indicating no adverse impact. Technical support advised using a backup therapy and arranged for a replacement pump, providing instructions for storage mode and returning the faulty pump with a prepaid label.